Event description:
It was reported by the patient that there is black residue on the seam at the end of the cuff. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4), a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) images were provided. Based on pictures attached on investigation, condition reported in complaint is visible, however, this does not assure us that there is still a failure of the process. Since contamination could have been caused by using a contaminated syringe when inflating the cuff, based on this the complaint cannot be confirmed. Two (2) samples were received in used conditions without their original packaging with their certificate of safe handling. Sample was visually inspected at 12 inches to 16 inches under normal conditions of illumination according to procedure. Functional test: the samples were tested on leak test. The test was performed under water as per procedures.. During the visual inspection, it was observed contamination inside the cuff, its noted that the contamination was from the patient's fluid residues. During the leak test it was observed that the device does not present any leakage in the cuff or in the valve. This means that contamination was induced by inflating the cuff, based on this the complaint cannot be confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be determined. The most probable root cause is that contamination occurred after the product left smiths medical facilities due to parts are 100% cleaned, decontaminated and sterilizer. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.